Manufacturer narrative:
"Investigation summary: customer reported that the tubing at the end of the drip chamber popped off, and then returned the affected sample. The sample was clearly separated at the outlet of the drip chamber and the complaint is verified. Visual inspection under the microscope determined the root cause to be insufficient solvent. Dimensional analysis found the tubing to be within tolerance. No other failure modes were observed. A device history record review for model 2420-0500 lot number 20113017 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. (B)(4).

Event description:
It was reported that a as lvp 20d dehp 2ss cv experienced component separation during use. The following was reported by the initial reporter: "it was reported that the tubing at the end of the spike popped off. Verbatim: we have received a quality complaint on product sold to our customer. Please, respond accordingly with the RMA number, if necessary, and the disposition of the customer's concern. Please contact the customer and cc me on any future communication. Injuries or adverse event: no. Medline reference: (B)(4). Item: 2420-0500. Quantity affected: 1 each. Lot number: (10)20113017. Po #: (B)(4). Are any samples available for return? Yes. Reported issue: tubing at the end of the spike popped off rather easily."